Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noisy signals on its shock channel. Technical services (ts) was consulted and reviewed available data. Ts noted there were noisy signals in the right atrial (ra) lead channel parallel to the noisy signals in the shock channel, so an ra lead integrity issue was suspected. Additionally, the ra lead defibrillator pins were suspected to be switched in the device header, with available information indicating a defibrillation has been successfully performed. Ts recommended further in clinic evaluation. This crt-d remains in service. No adverse patient effects were reported.